Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that when they took a spin it did not automatically transfer to the stealth even though they had all green in the image acquisition page. They tried to manually push it as well, but it did not have the nav tag. Rebooted the system, took another spin, and it transferred normally. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown. Estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.